Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported break could not be determined. In this case, it is possible that the balloon dilatation catheter (bdc) was inadvertently mishandled during advancement and/or interacted with the heavily calcified anatomy, such that the shaft broke; however, a conclusive cause cannot be determined since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified mid left anterior descending artery. The 3.5x15mm trek balloon dilatation catheter shaft broke when attempting to be advance. The trek was removed without issue. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.